Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by the health professional via literature on 19feb2020, it was reported that out of 76 patients 58 patients have experienced corneal inflammatory events (cie) which includes contact lens peripheral ulcer (clpu) and infiltrative keratitis (contact lens acute red eye, contact lens associated infiltrative keratitis, asymptomatic infiltrates, asymptomatic infiltrative keratitis, or scattered infiltrates). Mixed, conditions where two of the three listed above were present simultaneously. The outcome of the events were not reported.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. Prior to product release, all chemistry and microbial finished product results, environmental, utility records and sanitization records were reviewed. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction in d.1, d.3, corrected information in g.9: the initial MDR and first follow-up report were incorrectly under MFR report# 1610287-2020-00016. This report references the correct MFR report # 1610287-2022-00008. All future reports associated with this product event will be submitted under report # 1610287-2022-00008. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: chemistry and micro data must meet regulatory requirements prior to each batch. A sample or lot code would be required for further investigation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the reported complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. Potential root causes of corneal ulcer, inflammation-keratitis not otherwise specified, and corneal edema complaints include: ¿ solution quality issue ¿ unlikely, as chemistry and microbiology results must meet regulatory requirements prior to release of a lot. ¿ consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. ¿ event related to consumer physiology ¿ no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. ¿ event unrelated to product use - no conclusion can be made regarding this root cause based on information available. A sample or lot code would be required for review of the analytical testing results and complaint history associated with the reported lot. Insufficient information provided to determine a conclusive root cause for the complaint conditions, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4).